Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 71 year old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that an echocardiogram (echo) was performed due to excessive suction along the left ventricle (lv) indicating a positioning issue. However, echo noted optimal placement. It was further noted that left ventricle (lv) was potentially dry in relation to a diastolic failure. The physician was pleased with the existing placement and flows. It is unknown how hemostasis was achieved regarding low pump flows. Weaning was successful and the device was explanted. Patient's condition was stable post procedure.